Event description:
The patient reported infusion set tape not sticking after showering on (B)(6) 2026.

Manufacturer narrative:
E1: event city: (B)(6). Event country: spain. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.